Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump alarmed motor error and no delivery during infusion set change. Customer¿s blood glucose was 500 mg/dl at the time of incident and treated with manual injection. No high blood glucose troubleshooting was performed. Customer stated that the insulin pump was not bumped or dropped . Insulin pump is not expected to return for analysis.